Manufacturer narrative:
October 22, 2015 03:52 pm (gmt-4:00) added by (B)(6): there was no nonconformance recorded in the lot history which would be considered related to the reported event. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that toward the end of an endoscopic vein harvesting procedure, the vasoview 7 xb device would not bovie at all. Almost all of the branches had been successfully divided, then when only a few remained the device's cautery function completely stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of tissue and blood were observed on the bisector blade. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. The device was evaluated for cautery function. The device was able to transect reference vessel five times with no observed difficulty. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that toward the end of an endoscopic vein harvesting procedure, the vasoview 7 xb device would not bovie at all. Almost all of the branches had been successfully divided, then when only a few remained the device's cautery function completely stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.